Event description:
Customer called lfs in 2002 alleging that one touch ultra meter was inaccurately high. Customer had low blood glucose symptoms of dizzy, fast heartbeat, close to passing out. Customer got a reading of 240 mg/dl on meter. Customer called ems, paremedics meter read "low". Treated with food and beverage. The control solution test passed on the meter while troubleshooting with the customer care representative. Sending letter.